Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms, low out of range shock impedance measurements less than 20 ohms and decreased r-wave measurements. Additionally, rv undersensing and oversensing was observed that resulted in inappropriate anti-tachycardia pacing (atp) and shock therapy. The lead was observed to have dislodged. It was reported that the patient sufferred from twiddler's syndrome. An invasive procedure was performed. The rv lead was explanted and replaced and this ICD remains implanted and in service. No additional adverse patient effects were reported.